Event description:
A customer contacted baxter's (B)(4) to report an increased intra-peritoneal volume (iipv) event with the homechoice (hc) machine. Per the initial report, the drain volume was 4131ml. The technical service representative (tsr) assisted the home patient (hp) to reposition, press stop and go and the drain volume increased to 4168ml. According to the nurse the patient did not like performing peritoneal dialysis and is now on hemodialysis. The nurse stated that the event of the patient draining 4168ml was due to the patient bypassing the low ultrafiltration alarm as the cycler was functioning properly. According to the nurse there was no patient injury or medical intervention as a result of this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the homechoice was evaluated by the (B)(4) for the reported event of iipv. The (B)(4) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported iipv. The iipv was confirmed in the logs, but not duplicated during the (B)(4) evaluation. The most probable cause was determined to be insufficient drain, false empty detect and use error, inappropriately bypassed low ultrafiltration alarm. The device will be serviced. (B)(4) is currently open for the reportable malfunction of iipv / over-delivery.